Event description:
Found polyp. Dr used mini snare to retrieve the polyp. Put wire around the polyp. Applied light pressure. Dr pushed pedal for cauterizing. Gentle pressure to snare to retrieve polyp. Dr pulled out the snare. Tag wire loop was left in pt. Wire loop broke off. Polyp about 3/4 way off. Had to retrieve wire immediately with forceps.